Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 27-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for permanent contraception. After three months of implantation, plaintiff had an hsg test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Sometime after implant of the essure device, plaintiff began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe pain and bleeding. On (B)(6) 2011, she saw her physician and underwent a robotic-assisted total laparoscopic hysterectomy. Company causality comment:this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pain and bleeding. She underwent a laparoscopic hysterectomy. The events, seen as pelvic pain and genital haemorrhage, are anticipated in the reference safety information for essure. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-dec-2016: ptc investigation result company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pain and bleeding. She underwent a laparoscopic hysterectomy. The events, seen as pelvic pain and genital haemorrhage, are anticipated in the reference safety information for essure. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain, pelvic pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), fatigue ("fatigue") and proctalgia ("pelvic spasm"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy (partial) on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, depression and fatigue was resolving and the genital haemorrhage and proctalgia outcome was unknown. The reporter considered depression, fatigue, genital haemorrhage, pelvic pain and proctalgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: satisfactory placement and full occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new reporters, patient demographic information, patient name, product indication, new events depression, fatigue, pelvic spasm and device monitoring procedure not performed added. Event pain updated to pelvic pain. Outcome for the event pelvic pain, depression and fatigue updated to recovering / resolving. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain, chronic pelvic pain/pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's past medical history included depression. Concurrent conditions included liver cirrhosis, diabetes and blood pressure high. Concomitant products included alprazolam (xanax) since 2011, lisinopril since 2011, morphine since 2011, ranitidine hydrochloride (zantac) since 2011 and tizanidine since 2011. On (B)(6) 2010, the patient had essure inserted. In february 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression") and rectal spasm ("pelvic spasm"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy (partial) on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, depression and fatigue was resolving and the genital haemorrhage, rectal spasm and vulvovaginal pain outcome was unknown. The reporter considered depression, fatigue, genital haemorrhage, pelvic pain, rectal spasm and vulvovaginal pain to be related to essure. The reporter commented: patient claim that essure worsened a previously existing injury/condition, depression which is not recovered prior to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in may 2010: satisfactory placement and full occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 13-aug-2018: plaintiff fact sheet received: event added: vaginal pain. Event onset date added, concomitant drugs added, historical conditions added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.